Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a crack in the battery compartment and the threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated. A test cap was used for testing purposes and the pump powers on normal with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring. The battery cap contact height and width were found to be in specifications. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. Unrelated to the complaint, evaluation revealed that the lettering on the keypad was found to be worn, which has no effect on insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.